Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2013, a patient reported being hospitalized for dka due to wetness at the infusion site. Patient stated on (B)(6) 2013, he woke up at 4am with his reading over 500 mg/dl. Patient's target blood glucose is 120 mg/dl. Patient stated he took a correction bolus but his blood glucose did not lower. Patient reported he noticed his site was wet so he took off the pump and took an injection. Patient stated by then he was spilling ketones so he went to the hospital and was admitted and diagnosed with dka and given fluids and an insulin IV. Patient was released on (B)(6) 2013. Patient was using an infusion set by animas corp. And not by our company. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).